Event description:
It was reported that pump experienced malfunction alarm with code malf 16 and could not be reset, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. There was no reported adverse impact to the customer¿s blood glucose level.